Event description:
I wear a medtronic minimed 722 insulin pump. At 4:16 am in 2008 the pump delivered 24.2 units of insulin while I slept. This emptied all the insulin that remained in the syringe. It would have taken 10 specific steps, and a carb count of 194 grams -3 to 4 meals worth to require and delivery this much insulin. Fortunately, my wife heard the empty syringe alarm before she left for work, and realized I was in shock. I woke up in the arms of an emt. If she had gone to work, I believe the pump would have killed me. I reported this to medtronic, and was told they would report it to the FDA, and it would take about 8 weeks to analyze the pump to determine what happened. It has been 11 months, and I have contacted three minimed representatives, on several occasions, to find out where this explanation is, without any response from medtronics. I'd like to know that they are held responsible for their products.